Event description:
It was reported that the ar-9625 driver stripped. See attached image.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed, the tip of the driver feature is twisted. The device material was found to meet drawing specifications. The relevant features could not be measured because of the damage and deformation. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.